Event description:
Healthcare professional reported left side deflation. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified, opening on anterior and black particles in fill channel. Leak test and microscopic analysis was performed which identified, sharp opening on valve bond edge. The fill test inspection was performed, the result is no blockage. Based on the device analysis, the final assessment is: sharp opening on valve bond edge assessed, as an unidentified (tear) opening.

Event description:
Healthcare professional reported, left side deflation. Device has been explanted.